Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/7/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 (b18 device discarded). A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * was there any alleged deficiency with the device noted pre-op, intra-op or post-op examination? Please explain. >intra-op >the 1st and 2nd stitches did not come together well. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent an unknown procedure on(B)(6)2024 and barbed suture was used. During the procedure, tissues on the first suturing side could not be drawn to the second suturing side. Additional suturing was performed on the part where the tissue was not drawn. There were no adverse consequences to the patient. Additional information was requested.